Event description:
The following has been reported: serial number: (B)(6). Received at depot. Confirmed pump problem error wait for log review. Preliminary investigation: mechanical hardware failure (air compressor). Pneumatic fail at startup. Replaced full pneumatics system. Pump placed in bring up mode and sent to the test line. Pass all stations of the test line front housing. Final acceptance. Provisioned pump to 08 server sent to heratherm. Loaded into heratherm @ 16:00 and 05/05/2026. Passed heratherm pulled @ 04:00 05/06/2026. 24 hour dwell - complete. Lvp burn-in test - pass. Accuracy test - pass. Electrical safety test - pass. Provision pump to mayo server. Return to service. Provisioned pump. Software update complete. A preliminary review identified the following issue: mechanical hardware failure (air compressor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. The device was repaired by the customer; fresenius kabi is communicating the investigation and repair results here. Fresenius kabi will not be receiving the device or the parts back for investigation.